Event description:
The patient reportedly had no lock between the external equipment and the implant. External equipment was exchanged, but the problem was not resolved. The patient was seen by the center for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant patient's device has been scheduled.